Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the plunger was stuck in the reservoir and will not unscrew, this was the 4th time that this had happened. The customer was guided on how to properly unscrew the plunger. The customer also reported that had a low blood glucose level of 45 mg/dl when she woke up in the morning. She checked her blood glucose again and saw that it was 301 mg/dl. The customer was off the insulin pump at that time. The customer's current blood glucose level was 323 mg/dl. The customer got the infusion set on her body and was treating their blood glucose. The device will not return for analysis.